Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Device inspection found due to corrosion on electrical contact of video plug, b30(scope communication err) occurred. In addition, the following reportable malfunctions were identified during the device evaluation: the object lens adhesive was peeling off and due to data error of scope ID, e216(scope communication err) occurred. Based on the results of the investigation, it is likely b30 (scope communication error) occurred due to corrosion of the video connector occurred due to the environment in which the equipment was used. Based on the results of the investigation, it is likely that corrosion of the video connector occurred due to the environment in which the equipment was used, causing the scope ID was not displayed. However, a root of the event could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the videoscope had video failure. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 field: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.